Event description:
It was reported that during reprocessing a thoracic grasper instrument was having a problem with insulation coming off. The instrument was not used on a patient. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The insulation was gouged in various places and had a 0.189 x 0.175 piece of insulation missing and the metal shaft was exposed as a result. Engineering concluded the damage was likely due to misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.